Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Astigmatism at longer-term follow up for infant cataract surgery," there was a report of an infant who was implanted with an intraocular lens (iol) at the age of (B)(6). The infant had a changing refractive outcome over the course of 8.9 years with increasing astigmatism, exotropia and esotropia. This report is for the right eye. There are (B)(6) reports associated with this literature study.